Event description:
Pt was readmitted one month post right upper lobe wedge resection with placement of a therapy brachy mesh for adenocarcinoma of the lung. On readmission x-rays found brachytherapy seeds were displaced. As of this writing, (B)(6) 2012, pt remains an inpatient.